Manufacturer narrative:
(b)(4)This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
It was reported that a Bluetooth is off warning message occurred. Data Analysis will not confirm the alleged complaint or determine a root cause. The probable cause could not be determined. No injury or medical intervention was reported.